Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a pt required revision surgery because of an apparent dural tear. It was observed that the tear occurred at the same location the grey center bar was at on the large adjustable connector. The surgeon reported that the cross connectors cannot be arched and that they may against the dura mater. Integra has requested additional info from the reporter.